Event description:
A nurse of the hospital reported that she was observing a surgery procedure (coxarthrosis left hip). During this it was observed that the cone of the head is not firmly seated on the prosthesis stem neck. The surgery was successfully completed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.